Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in november 2010 and performed to specification up to the 23rd august 2015. The technical log suggests the device was attached to a patient due to an in range patient impedance being measured during this time. No shock was advised. Multiple manual power ups of ten minutes duration were observed in the device memory between august 2015 and the last log entry on the 24th august 2015. An increase in voltage may suggest a further pad-pak was installed. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. The ten minute time outs would suggest membrane failure. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Device switching on automatically.